Event description:
The reporter stated that the surgeon inserted a visian icl (implantable collamer lens) model micl 13.2mm in 2008, and explanted the lens at a later date due to a cataract developing. More info has been requested but non forth coming. If more info is received a supplemental medwatch report form will be sent.

Manufacturer narrative:
Evaluation method: results: a lens serial work order search was performed for similar complaints within the search and no similar complaints were found.